Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system (s/n (B)(4)) keeps blowing fuses. No information provided if this occurred during patient use. No additional information was provided. Request for additional information has been sent to the customer.

Manufacturer narrative:
Thermogard xp ivtm system(s/n (B)(4)) was returned to zoll for evaluation. Visual inspection of the system was performed; it was noted that cover deck xp was cracked. Cold well cap and seal rocker switch were missing. These parts were damaged: cold gaskets, white rollers and lid bumpers. There was no grease in hall sensor and rotor gaps are noted to be. Fuses were blown when powered on. A review of the event log was performed, mid 14(bg power supply) and mid 16(software) messages were observed. The system failed functional testing. The customer reported complaint was confirmed. The root cause was determined to be the defective toroid. Also, performed pm and check for low voltage battery. It was observed that the toroid (ac output to power supply) had shorted. The toroid was replaced. Also the cover deck xp and other worn, missing, or damaged parts were replaced. The system was put in burn-in test for seven of days.